Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, metal pieces started flaking from the unit. Some of the pieces were large enough to retrieve from the patient. It was further reported that the surgery was completed successfully and the patient was fine.